Event description:
A patient undergoing repair of recurrent periumbilical ventral hernia. While using a reusable laparoscopic instrument, the scissor tip fell off and was retrieved from the patient's abdominal cavity. For the rest of the case a disposable one piece scissors was used. The surgery was concluded without incident.